Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type :catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid with concentration 17 mg/ml at a dose rate of 6.382mg/day and marcaine with concentration 9 mg/ml at a dose rate of 3.3787mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had poor relief for approximately 1 year. Regarding a dye study, no aspiration was possible. A new distal segment of catheter was placed on (B)(6) 2016. The date of the event was approximately (B)(6) 2015. The issue was resolved at the time of the report and the patient was without injury regarding their status as of (B)(6) 2016. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.